Event description:
Lasik has ruined my vision and life. Vision continues to fluctuate worse as time goes by. Depression continues to worsen. Eye doctors say, there is nothing they can do to fix my eyes. Everyday is a struggle getting through the day. I may need to go on disability soon. The FDA should be strict in regulating lasik clinics, because the lasik industry is greedy and likes to make money. On top of ruining eyes, they turn their backs on you and treat you bad. They ruined my eyes permanently, and I will never see clearly again like I did before lasik with a simple pair of glasses! I have to live with this distorted vision the rest of my life!